Manufacturer narrative:
(B)(4). Synovis has elected to submit MDR's related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury. The device history record for this lot number was reviewed. One hundred percent visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. The ring retention force is within specification. According to the device history record, the device met specification prior to market release. There were 2 wing jaw assemblies returned and 4 rings loose in a vial. There was also one remaining packaged assembly in the 6-pack carton. The jaw assemblies and rings were visually examined under a microscope. There was no visual damage or nonconformities on either assembly. The rings were also examined and each one had marks that could be consistent with handling and possibly some deformities from the disinfecting / cleaning process used by the facility when the rings were returned for evaluation. The marks on each ring vary in location, as well as shape and are not typical of the manufacturing molding or assembly process. The rings appear to have been grasped by an instrument. Functional testing was completed on the unused, returned product. Visual examination showed the assembly had no visual defects and the couplers rings were inserted in the wing jaw assembly correctly. Ring retention testing was completed on the coupler assembly with passing results. There is no immediate evidence to support why the ring did not stay in the wing jaw during use.

Event description:
It was reported that a 2.5mm gem microvascular anastomotic coupler ring fell off the wing jaw assembly and was unusable. The surgeon used another coupler and everything went well. It was reported that there was no harm to patient.